Event description:
It was reported that the patient was unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed that both leads had an out-of-range or high impedance. The patient underwent a revision procedure, and both leads were replaced without complications.

Manufacturer narrative:
Mml # c-01918.

Event description:
It was reported that the patient was unable to initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed that both leads had an out-of-range or high impedance. The patient underwent a revision procedure, and both leads were replaced without complications.

Manufacturer narrative:
Mml # (B)(4). Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assemblies were returned for analysis. No functional testing could be performed on both leads as they were received, cut into two segments. Visual inspection observed a separation in the lead approximately 2 inches below the distal electrode #4. Closer inspection observed rounded fractures across all coils on the right lead and one rounded fractured coil approximately 1 inch below the distal electrode 4 on the left lead. Both leads failed the functional testing. The analysis confirmed that fractures in the lead conductor caused the high impedance observed with both implantable stimulation leads. Updated h6. The patient was a clinical study participant. Device manufacture date was based on the use-by-date.